Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump did not give an audible alarm sound to replace the battery. On the morning of (B)(6) 2013 the patient awoke with a blood glucose level of 553 mg/dl, tested positive for moderate levels of ketones, and experienced the symptoms of nausea, lethargy and sleepiness. A review of the pump history showed the pump gave a replace battery alarm at 3:55 am, however, the patient did not hear the alarm. The reporter replaced the pump battery and corrected the patient¿s blood glucose level with a bolus dose of insulin via the pump. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump alarm issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/24/2014 with the following results: replace battery alarm observed in black box at 3:55am (B)(6) 2013, insulin delivery is resumed at 10:15am (B)(6) 2013. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows time and date resetting to default following a power on reset. Audible tones function properly. A replace battery alarm was duplicated during testing; pump makes appropriate audible and visual ¿replace battery¿ alarm. Flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. Unrelated to the complaint, the display is dim and reddish, and when the battery was removed and ump left without power for less than 23 hours; it powered with the default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.